Manufacturer narrative:
The reported event occurred on an unspecified date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix vented high-volume inlet had ¿whitish spots on the inner ring and the outer wall that resembled dried out plastic¿. This was observed during preparation at the pharmacy. There was no patient involvement. No additional information is available.